Event description:
A pt had lost stimulation sensation. Impedance measurements of electrode contact 8-15 showed >3600 ohms. The pt's outcome was not reported. Add'l info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).